Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old female implanted with an impella cp device for mechanical circulatory support, the patient¿s right foot was not moving. Nivus scan indicated abnormal monophasic flow in the superficial femoral artery (sfa) and profunda. An external femoral bypass was performed. The leg had a strong popliteal pulse. The pulse in the foot could not be found, but the whole leg was warm to the touch.

Manufacturer narrative:
The investigation into the limb ischemia was completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. H6 type of investigation code 4111 was inadvertently not selected on the previous manufacture device report and was added to this report.